Event description:
According to the information received, the patient was uneventfully implanted with a 26mm amplatzer septal occluder (aso) on (B)(6) 2010, to close an atrial septal defect (asd). The asd measured 19mm at rest and 22mm by balloon sizing. On (B)(6) 2010, the patient had pericardial drainage of bloody effusion, was stabilized and surgery was done immediately that evening. On bypass, the heart was opened, and the aso was removed. There was a jagged tear (8 - 10 mm) in the right atrial roof, adjacent to the aortic root, with a hole through the full thickness of the atrium, with a lesion on the aortic root itself. It appeared that the aso eroded through the roof of the right atrium (ra) and into the aorta. By tee in the operating room, the aso was in excellent position, and there was no clear problem identifiable. The aso was undamaged and other than covered with fibrin and blood, looked fine. The erosion was repaired in the ra and on the aortic root, and a pericardial patch was used to repair the asd. The patient was noted to be doing well. Additional information has been requested, including imaging of the implant procedure and medical records, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.

Manufacturer narrative:
The 26mm aso was received at aga medical in its original configuration and both the left and right atrial discs were partially covered by thin fibrin and dried blood. The device was measured and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment as well as verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: the cath report, surgeon's operative note and echocardiographic reports were provided for review. A clip of images of tee performed at the time of surgical explantation of the device were reviewed. A total of eleven intracardiac echocardiogram (ice) images performed at the time of device implantation were also reviewed. The tee images showed the edges of both discs protruding into the atrial free wall and aorta. The ice images showed the short axis and slightly modified short axis views of the defect primarily. Balloon sizing was performed which was followed by device implantation. According to aga's medical consultant, the following inferences can be made based upon review of the ice images and the surgeon's report. This was a high risk asd based upon the following: no aortic rim seen in one view, dynamic defect, eccentric defect, thin posterior rim. The static diameter of the defect was 18mm even when part of the thin posterior rim was included in short axis view and 20mm when the view was slightly modified. With balloon sizing, the waist was seen clearly and the defect measured 21mm maximum. After device deployment, the two discs wrapped the aortic rim completely and the waist touched the aorta. This was a device related right atrial roof/adjacent aortic perforation caused by significant device over-sizing. Anatomically, this was a high risk defect; however, a 20-22mm device may have been more appropriate in this patient.